Manufacturer narrative:
Investigation summary: customer returned (10) 3/10cc, 6mm, 31g syringes in a sealed poly bag from lot # 8337695. Customer states that the plungers are hard to move, the shields are hard to remove, and the needle broke in the shield. All returned syringes were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). All removal forces fell within specifications. Also, all samples were tested and all were able to draw and expel properly without any observed defects. No broken or separated cannula was observed. A review of the device history record was completed for batch# 8337695. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200802305] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a difficult plunger and needle break occurred with a syringe 0.3ml 31ga 6mm whole unit 10bag. The following information was provided by the initial reporter, "finding plungers hard to move. Shields hard to remove off needles. 2 syringes found with shields hard to remove and broke the needle in shield. No injury to report with this." 2 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult plunger and needle break occurred with a syringe 0.3ml 31ga 6mm wholeunit 10bag. The following information was provided by the initial reporter, "finding plungers hard to move. Shields hard to remove off needles. 2 syringes found with shields hard to remove and broke the needle in shield. No injury to report with this." 2 occurrences were reported.